Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. S/w ver 4.11c. Retainer = black. Case type = ngp. The customer returned the pump for alleged pump error 38 alarms during rewind found on 11/15/2022. The pump was received with a partially broken retainer and a partially broken reservoir tube lip however, the test p-cap and reservoir do lock into place inside the reservoir compartment properly. The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The pump history and trace files were successfully downloaded using thus. No pump error 38 alarms were noted and rewind functioned properly during testing. A review of the pump history file shows there were a total of fourteen (14) pump error 38 alarms that occurred, listed below: on 11/15/2022 there were seven (7) pump error 38 alarms (between 13:41 and 14:17) on 11/16/2022 there were five (5) pump error 38 alarms (between 18:03 and 23:11) on 11/17/2022 there were two (2) pump error 38 alarms (2x at 22:20) the pump was cut open for a visual inspection. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), vibrate harness assembly and force sensor however, dried insulin was found on the motor and motor slide during the visual inspection. The motor was tested outside of the pump on the ngp stb3 and passed. The pump error 38 alarms located in the history files may have been intermittent failures that were not detected during our testing. The following were noted during the physical inspection: partially broken reservoir tube lip, partially broken retainer, cracked select button keypad overlay, stained keypad overlay, cracked battery tube threads, cracked battery compartment at the corner of the belt clip rails, serial number label faded and peeling, scratched case and pillowing keypad overlay. The pump error 38 alarm complaint is not confirmed however, dried insulin was found on the motor and motor slide during the visual inspection. The pump was received with a partially broken retainer and a partially broken reservoir tube lip however, the test p-cap and reservoir do lock into place inside the reservoir compartment properly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in a3 and a4 section.

Event description:
The device was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported no motor movement or negligible movement. Retries to free a stuck motor failed. No harm requiring medical intervention was reported. Troubleshooting was performed; however, the customer will discontinue use of the device. The device will be returned for analysis.